Manufacturer narrative:
Correction: updated with lot and UDI. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a claw tip has broken from the returned clamp. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the spine reference clamp was broken. It was noted that the procedure was performed using another reference. There was no patient present when this issue was identified. Additional information from the manufacturer representative (rep) indicated that the event occurred during preparation and no patient was actually present when the issue occurred. Additionally, the damage was clarified to be "idle running of the screw."